Event description:
Reporter indicated that he was encountering error messages and frozen screens on his vns therapy programming handheld when attempting to interrogate pt's pulse generators. Good faith attempts for the return of the handheld in question are currently being made.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.